Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2018 with the following findings: during the investigation, a review of the black box history revealed the last basal delivery was on (B)(6) 2018. The last bolus delivery was a 5.10 unit ezcarb normal bolus on (B)(6) 2018 at 14:17. The black box showed unexplained power reset events. On (B)(6) 2018 at 23:29, an unexplained power reset was observed; deliveries resumed on (B)(6) 2018 at 00:05. The battery compartment was found to be cracked above and below the bumper pad. Corrosion was observed inside the battery compartment. No damage was found to the returned battery cap. The returned battery cap was able to fit to maintain electrical connection, and was used to complete a 24 hour duration test with no power resets being duplicated during that time. The pump¿s total daily dosages add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. A leak test failed due to a battery compartment leak. The pump¿s cover was removed, and no further evidence of moisture was observed on the printed circuit board or the internal components. No damage to the power circuit was found.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent with damage) issue. The reporter alleged the battery compartment was cracked, and the pump powered on intermittently. It was reported that the patient experienced a blood glucose level of 350 mg/dl, accompanied with nausea. This incident does not meet animas's definition of an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.